Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge bin was failed and unable to open. Customer tried to reboot the system to recover the storage space, but issue remain the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were noted. A field service engineer verified that the refrigerator was powered on and connected, used hardware test application (hta) to test the refrigerator and all pockets, and confirmed with the customer that all drawers worked properly as they performed an inventory count. The system functioned as intended when the field service engineer investigated the device.